Event description:
It was reported the pt experienced a loss of therapeutic effect after exposure to a theft detector/security gate at kennedy airport. The device was on during exposure. The pt walked around the gate. The pt used a magnet to activate the device without success. The pt had no stimulation. The pt was seen by the physician. The physician was unable to obtain telemetry. The pt experienced a return of tremor in the right hand and leg. Longevity calculations indicated 73 months. The device is programmed at 2.5 volts, 90 usec, 135 hz, 1156 ohms. The pt was scheduled for replacement surgery.